Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented remotely via (B)(4).net. Upon review of the transmission, the patient's implantable cardioverter defibrillator was found to have far p over-sensing, and had incorrectly interpreted a true ventricular tachycardia episode as supraventricular tachycardia, resulting in a loss of high voltage therapy. Programming changes were recommended but were not yet made. No additional patient consequences were reported.

Event description:
It was reported that a patient presented remotely via (B)(4).net. Upon review of the transmission, the patient's implantable cardioverter defibrillator was found to have far p over-sensing, and had incorrectly interpreted a true ventricular tachycardia episode as supraventricular tachycardia, resulting in a loss of high voltage therapy. Programming changes were recommended but were not yet made. No additional patient consequences were reported.

Manufacturer narrative:
Further information was requested but not received.